Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The reporter indicated that the meter had been reading inaccurately for the past 5-6 months. The reporter reported blood glucose results of "102, 93, and 199 mg/dl" with a lifescan meter, performed greater than 20 minutes apart from each other. The reporter admitted that the patient was comparing meter readings taken through an entire day. The patient was not comparing back-to-back meter readings. As a result of the alleged meter issue, the patient reportedly consumed more food/drink(s) after the alleged meter issue began, the reporter claimed that the patient developed symptoms of blurred vision. However, she mentioned that the patient has had symptoms of blurry vision on and off for the last several years. She also added that the patient has been visiting an eye doctor every month. According to the reporter, the eye doctor has advised the patient to watch his blood glucose levels. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what his blood glucose readings were before and after the symptoms developed, and if the patient modified his diabetes management regimen because of the alleged meter issue. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The patient allegedly developed symptoms of blurry vision which meets lifescan's criteria for a serious injury.